Event description:
It was reported that during a da-vinci assisted myomectomy procedure, the permanent cautery hook instrument had a broken wire. The procedure was completed with a backup instrument of same kind. There was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint regarding broken cable was confirmed by failure analysis.